Manufacturer narrative:
Due to this complaint being identified during review of a journal article there was no product returned; therefore, no physical evaluation could be conducted. No specific part or lot number information was provided. The device history records could not be reviewed due to lack of product identification, no lot number provided. These devices are used for treatment.

Event description:
It is reported the patient experienced superior migration of a lag screw. It is unk if the patient was revised.

Manufacturer narrative:
Information was rec'd via published literature. Please reference literature at the following location: http://www.eymj.org/synapse/data/pdfdata/0069ymj/ymj-55-1400.pdf. This report will be amended when our investigation is complete.